Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The hosp received the device back from repair with rusty pins at the ring. Also, there were issues with the labels on the device. There was no patient contact and no related issues reported.